Manufacturer narrative:
Batch review performed on 22 january 2020: lot 130214: (B)(4) items manufactured and released on 22-mar-2013. Expiration date: 2018-02-28. No anomalies found related to reported problems. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017. Additional implant involved: gmk-primary 02.07.0033rp patella resurfacing size 1 (k090988) lot. 124525. Batch review performed on 22 january 2020: lot 124525: (B)(4) items manufactured and released on 14-jan-2013. Expiration date: 2017-11-30. No anomalies found related to reported problems. To date, all items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in after 5 years and 8 months from the primary surgery reporting pain and instability. The cause of the pain was a loose patella and the cause of loose patella was liner instability. The surgeon revised the insert (to a thicker one) and patella successfully.